Event description:
There is no additional event information available.

Manufacturer narrative:
Review of the most recent repair record determined unit not displaying fluid levels. Control board was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported unit is not accurately displaying the fluid levels on both the cylinders. The event timing is outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.